Event description:
The customer reported via phone call that the insulin pump experienced a blank display even after a battery change. The customer had also been having battery longevity issues with the insulin pump prior to the blank display. The customer's blood glucose was unknown. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were corroded. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap. Unable to perform operating currents due to blank display. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.